Event description:
A pharmacist reported to baxter (B)(4) a solution administration set in which there was "presence of a "foreign body" in the drip chamber." The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample with the original packaging was received for evaluation. Visual inspection was performed and burned material (black particle) was observed on the drip chamber of the set. The reported condition was confirmed. Since the drip chamber is manufactured by an external supplier, the reported condition is attributed to a supplier issue. However, the exact root cause is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.